Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. On an unreported date the same month as onset, the patient was treated with vancomycin 1 gram (frequency and route not reported). The patient was discharged four days after admission. Antibiotic therapy was discontinued on an unreported date. At the time of this report the patient was not recovered from this peritonitis event. Nine days after event onset dianeal therapy was discontinued. No additional information is available.